Manufacturer narrative:
(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a compact exchange device (cxd). The caregiver (cg) stated he tried to connect the bags using the cxd and the spring broke, so the cxd would not put the spike into the bags. The technical service representative (tsr) explained swapping the machine. There was no patient injury or medical intervention indicated at the time of the initial report.